Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery depletion anamoly. The device was explanted and a new device was implanted without incident. The device was returned for analysis.